Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: as customer mentioned the underfilling volume in 368856 3ml tube as he observed the its getting filled only 2.5 ml instead of 3 ml.

Manufacturer narrative:
H6: investigation summary bd did not receive samples or photographs from the customer in support of this complaint. No lot number provided, therefore no retained samples can be tested. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records could not be reviewed because lot number was not provided.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: as customer mentioned the underfilling volume in 368856 3ml tube as he observed the its getting filled only 2.5 ml instead of 3 ml.